Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter's line was longer than usual but the cuff has not protruded. There was no reported patient outcome.